Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 250cc saline breast prostheses. Through visual examination, it was determined that the right breast prosthesis had deflated. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 250cc saline breast prosthesis on (B)(6) 2017. The patient experienced no accompanying symptoms.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed a crease on the posterior aspect extending to the anterior. A rent measuring approximately 0.2 cm was discovered within the crease on the posterior aspect. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. Per a database query, this is the only reported complaint of deflation against this lot number 5583455. The device history record (DHR) of lot number 5583455 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).